Event description:
Additional information was received that review of the daily measurements found one high, but not out of range measurement was recorded in the device five months earlier. All other impedance measurements were stable and within range. The rv lead was reprogrammed back to bipolar and retested. All lead measurements were acceptable and within normal limits and there was no noise on the lead. The physician has opted to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interrogation the clinician noted that the right ventricular (rv) lead safety switch tripped and put the lead into unipolar configuration due to an unknown impedance issue. Boston scientific technical services (ts) was consulted and discussed troubleshooting techniques. The field representative is attempting to obtain additional information. No adverse patient effects were reported.